Event description:
An olympus employee reported on behalf of a customer, the high definition lcd monitor displayed no video and the front panel was not working during preparation for use. The intended diagnostic procedure was completed using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations were confirmed. There was no video displayed due to a printed circuit board failure. The front panel was not working due to a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that the phenomenon occurred due to the failure of the printed circuit (qb) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.